Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient previously underwent a total left shoulder arthroplasty. Follow-up imaging demonstrated loosening of the prosthetic implant with dissociation of the central polyethylene component. Photographs of the explanted components were provided. Visual assessment confirmed wear and fracture of the glenoid component. The surgeon subsequently performed a first-stage revision with removal of the prosthesis and placement of a spacer. Patient was last known to be in stable condition following the event. No further information is available.